Event description:
It was reported that bd male adaptor had foreign matter the following information was received by the initial reporter with the following verbatim: it was reported by the customer that crack on the luer port. Surface to be free of visible dirt, grease, and oil. Scratches. Customer identified a crack on the luer port. 2. Defects: 2.0 surface to be free of visible dirt, grease, and oil. 2.1 scratches; mars or gouges not acceptable when viewed in normal room light, no magnification.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
MDR made in error with incorrect grid information.

Event description:
Made in error.